Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum iq pump had the tubing containing fentanyl stuck in lockbox opening kinked off and was not infusing as intended (dose, programmed amount and delivery rate unknown). The event happened during delivery at the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.